Event description:
The ge oec 9600 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. All voltages and the isolation transformer was strapped correctly. The facility stated there was an excessive amount of equipment plugged into the same circuit as the system and may have dropped the line voltage enough to compromise.the system was tested and found to be operating as intended and released to the customer for use. No negative patient effect was reported due to this malfunction. The facility was unable to, or would not provide any patient information with respect to this issue.